Event description:
It was reported that during central processing, the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was found melted. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to reprocessing, and the thermal damage was identified. The internal conductor wire was not exposed. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. The instrument possibly collided with the other instrument or tool during the procedure. It was not known if arcing occurred. There was no report of patient injury due to the issue. After the completion of this procedure, the site did not inspect the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There did not seem to be material missing although there was a piece of the conductor wire lifted. The conductor wire was exposed. The wire was not fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.